Event description:
It was reported that during a dialysis graft declotting treatment procedure in a left upper arm fistula, the balloon on the ultra-thin diamond balloon catheter broke away from the shaft and was left inside the patient. The physician enlarged the dermatome and then used a snare to retrieve the ultra-thin balloon from the graft. The entire balloon was removed and no pieces remained in the patient. The procedure was successfully completed with two ultra-thin diamond balloons that were of different sizes.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.